Event description:
Customer called to report that donor sample barcodes were misread by the galileo.

Manufacturer narrative:
A service call was made. The 14 lane bay was replaced. Following the replacement, the instrument operated as expected.